Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The device was reprogrammed, and the health care professional (hcp) will continue to monitor. The lead remains in use. No adverse patient effects were reported.